Event description:
It was reported that after four (4) days of patient use, the respiratory rn noticed a significant amount of air moving between the arterial side of the quadrox-ID and their in-line arterial filter. They were able to clamp off and put the patient onto a new circuit with no issues. (B)(4).